Event description:
This is filed to report the perforation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) with grade of 3-4. Two clips were implanted reducing the mr to a grade of 1. After the steerable guide catheter (sgc) was removed, the right to left (rl) shunt was checked. An atrial septal defect (asd) was caused by the sgc and there was a drop in the patients oxygen levels (spo2). However, since the patient was prone to drop in spo2 even during the surgery, it was unclear whether it was completely affected by the rl shunt. The patient will require follow-up. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation (atrial: no treatment) associated with the asd was due to procedural circumstances during transseptal puncture (tsp). The cause reported hypoxia could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.